Event description:
It was reported that leakage occurred with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "pt was having an infusion blood was leaking from where the base of that connects to the butter fly."

Manufacturer narrative:
Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Complaint could not be confirmed and root cause is undetermined.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "pt was having an infusion blood was leaking from where the base of that connects to the butterfly."